Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of bad speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'bad speaker' was reproduced as the audio was distorted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case. The rear case requires replacement to address this issue. Unusual audio would not be considered a risk to patient safety, only the absence of audio would be a risk. Unusual audio may be an annoyance, but the pump would still alert the clinician to an alarm condition. It is unlikely that this issue would cause or contribute to a potential death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.